Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an over infusion. The pump was mailed back because twice now it has given the medication too fast. Patient not affected. No additional details are available. There was no patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. The investigation determined that a faulty expulsor was a probable, but unconfirmed cause of the reported issue. If the product is returned this complaint will be reopened for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. With no indication of a manufacturing defect during the investigation, a device history record review as not performed. Per service history review this device has not been in for service previously.